Manufacturer narrative:
Sensor 3mh00ke3q7w has been returned and investigated. The sensor plug is fully seated and no issues were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 6 (indicating early termination).. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer did not receive the low glucose alarm and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and a third-party treatment of glucagon was administered. Paramedics were called and transported the customer to a hospital where a glucagon administration was also reported. During the course of troubleshooting it was identified that the customer had a signal/connection loss and when replacing the sensor, the sensor responded correctly to the sensor. There was no report of death or permanent impairment associated with this event.

Event description:
The customer did not receive the low glucose alarm and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and a third-party treatment of glucagon was administered. Paramedics were called and transported the customer to a hospital where a glucagon administration was also reported. During the course of troubleshooting it was identified that the customer had a signal/connection loss and when replacing the sensor, the sensor responded correctly to the sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.